Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. Device evaluation: analysis of the returned device identified the device to be underweight, and broken shell. A visual and microscopic analysis was performed which identified crease (sharp) break, stress marks, and crease fold. Based on the device analysis the final assessment is. A broken crease (sharp) on posterior due to fold (flaw) opening further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Additionally reported is "patient feeling ill and arm pain which is not related to the device. Device was explanted.